Manufacturer narrative:
(B)(4). The product remains implanted, so it will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00940, 0001822565 - 2019 - 00941, 0001822565 - 2019 - 00942. Product remains implanted.

Event description:
It has been reported that the patient had left knee pain after the surgery. No further information was available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.